Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 114 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed the motor test. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.